Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The reported device was returned and evaluation was performed. The reported complaint was confirmed. New flow sensors and filter board were replaced. The reported issue will continue to be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the endoflator 50 system stopped working and gave error code 321 during the middle of diagnostic laparoscopy procedure. The surgeon continued and completed the procedure using another back-up unit. There was no report of injury to the patient.